Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28282. Related manufacturer reference number: 2017865-2021-28285. It was reported that the patient presented to the hospital with signs of infection related to the device system. After examination, the pacemaker, right atrial (ra) lead and the right ventricular (rv) lead were explanted on (B)(6) 2021 by the physician. The patient was in stable condition.